Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report low blood glucose levels. Customer stated that he went so low he fell into a coma and was advised by his doctor to go to the emergency room. Customer's blood glucose reading was 140 mg/dl. Blood glucose value at the time of admission was unknown, but stated it was in the normal range. Nothing further reported.